Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and was hospitalized on an unknown date. Customer's blood glucose value during hospitalization was above 600 mg/dl and without hospital event was between 300 to 400 mg/dl. The treatment received during hospitalization was unknown. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.